Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mm in length target lesion was located in the severely tortuous and moderately calcified, 3.5mm in diameter left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was selected for use. However, it was noted that the device fractured at 10cm from the proximal end of the balloon. The device was simply pulled out and no segment was left inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 13.8cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mm in length target lesion was located in the severely tortuous and moderately calcified, 3.5mm in diameter left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was selected for use. However, it was noted that the device fractured at 10cm from the proximal end of the balloon. The device was simply pulled out and no segment was left inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.